Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) lost the placement signal and waveform suddenly while a patient was on support. The aic was swapped for another aic with no issues. There was no patient harm. Patient demographics are not available at this time.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation for the reported console (aic) "loss of waveform" issue has been completed. The aic was returned for evaluation. Inspection of the front panel optical connector receptacle revealed significant contamination. The internal circuitry was inspected and revealed that power was being supplied to the optical bench from the pbm but with no light coming out of the lamp. It therefore likely that a component critical to the functioning of the lamp and as a result the optical bench was loose or damaged. Data logs were reviewed which confirmed a placement signal not reliable alarm. The root cause of the controller error was a defective optical bench. When the placement signal not reliable alarm is issued, a temporary suspension of the trend line is implemented by the aic as a mitigation.